Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4). No specific patient information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene suture, involved contributed to the adverse events described in the article, specifically: recurrent prolapse of the fused cusp, plication suture dehiscence, local erosion with recurrent annular dilatation, repair /reoperation, valve replacement? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolene suture?

Event description:
It was reported in a journal article that the patient underwent an isolated bicuspid aortic valve repair procedure between 01/2009 and 09/2014 and the suture was used continuous for insertion of trimmed autologous pericardium patch into the tissue defect of the fused cusp. Between one week and sixteen months, a valve-related reoperation for recurrent aortic regurgitation became necessary. Findings at reintervention were recurrent prolapse of the fused cusp, plication suture dehiscence, and/or local erosion with recurrent annular dilatation. It was possible that the patient underwent a re-repair procedure and/or valve replacement procedure. Additional information has been requested.